Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-60084. Preliminary analysis of the returned fiber did not identify the reported break on the body of the fiber or detachment of the fiber. However, the analysis revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on this finding, the potential for forward firing may exist. Investigation is still in progress.

Event description:
It was reported that two fibers broke despite the use of adequate cooling during a treatment of a prostate gland. A third fiber was used to complete the procedure. There was no patient outcome information reported.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-60084. Device available for evaluation corrected h.3: device evaluated by manufacture updated evaluation codes added the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device did not identify the reported break on the body of the fiber or detachment of the fiber. However, the analysis revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 01:57 pm CT.the report number is being corrected from: 2937094-2018-60267to: 2937094-2018-60083.

Event description:
It was reported that two fibers broke despite the use of adequate cooling during a treatment of a prostate gland. A third fiber was used to complete the procedure. There was no patient outcome information reported.